Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural or post-procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies death, vasospasm, stroke, and thromboembolic events as potential complications associated with use of the device. The fred device is contraindicated for use in patients in whom anticoagulant, anti-platelet therapy, or thrombolytic drugs are contraindicated.

Event description:
It was reported that the patient presented to the hospital with a 20mm ruptured aneurysm of the internal carotid artery (ica) and a shunt was placed. A fred stent was implanted into the ica across the aneurysm the next day. The patient was noted to have delayed flow and vasospasm post procedure. The patency and apposition of the fred near the middle portion of the stent was unclear, but it was confirmed that the fred was fully open proximal and distal to that location. It appeared that a clot was forming outside of the fred stent and the physician administered verapamil, which improved flow. Numerous and prolonged attempts were made to increase the patient's blood pressure and blood flow. Upon removal of the guide catheter, the physician noticed that blood flow to the ica was restricted due to vasospasm in the femoral artery. The physician resolved with pressure rather than use of a closure device. The patient apparently suffered a stroke the next day, the location and cause of which is unknown, and later passed away. Based on reported information, there is no indication that the design or function of the fred contributed to the well-recognized complications. However, the indications for fred in this setting are unclear, given that it was reported that no dapt was used.